Manufacturer narrative:
Because the device has not yet been evaluated, it is presumed to have malfunctioned. As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr par 803. This event will be reevaluated, as appropriate, if further information becomes available. The device is available for evaluation, though results are not available as of this report.

Event description:
In this event it was reported that a k-flexoreamer "cracked with the first application." As of this MDR evaluation the event outcome is unknown. However there is no indication that injury resulted.